Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 7753500,510k # k082728 and UDI (B)(4) is approved for sale in us. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent decompression and fusion at c3-c7 due to cervical ossification of posterior longitudinal ligament (opll). Intra-op, when the locking screw was finally tightened, the hex part of set screw broke. The broken set screw was removed and was replaced; and fixation was performed. No fragments of the broken product remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visually confirmed the mas connector is broken at approximately the base of the connector hex head; with the bottom portion of the implant was missing and not returned for analysis. Optical examination of the thread form did not identify thread damage on the returned portion of the implant. Microscopic examination of the fracture surface appears to emanate from the root of the internal thread tooth outward, is roughly parallel with the tooth angulation, with evidence of linear shear lines on the fracture surface. A functional evaluation found the returned portion of the implant will fully engage in a sample connector locking screw (pn# g7752529) without issue. The location of the fracture at the base of the connector head, the fracture surface angulation relative to the thread axis, an absence of thread damage and direction of shear lines are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.